Manufacturer narrative:
Event summary: the patient data files did show a system notice (# (B)(4)) indicating that the safety system detected fluid in the catheter and stopped the injection on the date of event. No product was returned for analysis. In conclusion, the reported issue was not confirmed through data analysis. There was no product returned for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, multiple system notices had occurred indicating that the safety system detected fluid in the catheter and stopped the injection. The injection was stopped and blood was observed in the catheter coaxial connection. The balloon catheter and coaxial cable were replaced with resolve. The procedure was completed with cryo. No patient complications have been reported as a result of this event.